Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 3.5x28mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion contained more than 45 and less that 90 degrees bend. After crossing the lesion with a non-bsc wire, a 6f non-bsc guide catheter was engaged coaxially. Pre-dilation was performed with a 2x12mm maverick balloon catheter with residual stenosis of 40%. When a 32 x 3.50mm promus premier drug-eluting stent was advanced significant resistance was encountered. The stent was successfully implanted, however, during final check, haziness was noted distally. The procedure was complete by covering up the distal portion with another 3.5x16mm stent to rule out dissection. No patient complications were reported and the patient status was stable.